Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for difficult to remove and failure to obtain samples as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes two malfunctions. A review of the reported information indicated that an mq1210 biopsy instrument was allegedly difficult to remove and failed to obtain samples. This information was received from various sources. The malfunctions involved two patients with no patient consequence. The age, weight, and sex were not reported for the patient involved.